Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported left side rupture of textured implant. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data.

Event description:
Company representative reported left side rupture of textured implant. The device has been explanted.

Event description:
Company representative reported left side rupture of textured implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and anxiety-product/procedure was received on august 01, 2022 with lot number 2777320. Visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening.